Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the leadless pacemaker (lp) was found in backup vvi mode. The cause of the reset was unknown. The lp was restored successfully. The patient was stable.

Manufacturer narrative:
It was reported that the device was in evvi mode. The provided information was reviewed by abbott engineering and it was confirmed that an inappropriate mode change to evvi mode occurred, with evidence consistent with a root cause of the lp interpreting emi as a false-positive telemetry command to change mode.

Manufacturer narrative:
The device is subject to the aveir unexpected and inadvertent mode change action issued by abbott on 03 april 2024. This event is pending a correction/removal reporting number.

Manufacturer narrative:
Correction - h6 - investigation conclusion code should have been 4318 - inadequate software design rather than 4307 - cause trace to component failure.